Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas displayed repeated ¿alert 32 ¿ motor processor communication error¿ over several days, did not allow insulin delivery to resume despite multiple restarts, and required replacement; the affected component was the delivery motor communication pathway within the pump system. Symptoms included hyperglycemia with a reported peak of 312 mg/dl and elevated glucose for approximately two hours, without ketone testing, professional medical intervention beyond nurse guidance by phone, or acute complications. Outcomes included interruption of insulin therapy and need for device replacement, without hospitalization or need for assisted care. Investigation included customer troubleshooting, review of device behavior and alerts, and coordination for device replacement and return. Investigation of this device revealed a suspected internal pump communication malfunction consistent with a delivery motor communication fault that resulted in halted insulin delivery. It was concluded that the cause was a malfunction in the pump electronics, which affected motor communication.